Event description:
During a robotic total laparoscopic hysterectomy, the doctor was using the c-t ii and the tip of the passer scraped the side of the pilot guide. A shaving ended up in the anterior wall of her abdominal cavity. The doctor did go back in through another port to retrieve it, patient was report as completely fine and unaffected.

Manufacturer narrative:
The c-t ii port closure, 10/12 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).